Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported that they have been trying to charge the ins for about 25 minutes at the time of the call. They were getting a recharging screen that showed good coupling and did not have the ins battery percentage, indicating that they were in open loop charging. The caller tried to connect to the ins with the patient therapy application and it displayed message 336 that the ins battery level was too low to start a session. Tss reviewed information that was documented in previous cases, that the issue started after a cardioversion and they were getting code 323. Technical services (tss) reviewed that a replacement recharger likely would not resolve the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
"Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported for the last probably 4 days the patient had been having to charge their implant more often. Caller mentioned in the past the patient would stay charged for 4-6 days and the patient could go on vacation without charging the implant. Caller denied any falls or trauma that could have impacted the stimulator. During the call, caller was able to connect to the implant and confirmed therapy was on but battery level was "red" with excellent charging quality. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further investigate the charging frequency concerns.